Manufacturer narrative:
(B)(6).

Event description:
Patient disconnect alarm temporarily sounded when a test bag was disconnected from the circuit but it was quickly cancelled. The customer cancelled repair. Therefore, the device was returned unrepaired. Was not in clinical use at time of discovery and no reports of patient/user harm/injury.